Event description:
The external pacemaker device, specifically the reocor (manufacturer: biotronik; models: reocor s, reocor d), unexpectedly ceased operation during the battery replacement process, leading to the patient experiencing cardiac arrest. The original manufacturer's manual stated that there is a 30-second window (during which the circuit board maintains power/is supported by residual power) for battery replacement. However, seven units of the equipment are currently in a failure/inoperative state. Pt code: 1762. Device codes: 1435, 3023. Ref reports: mw5180094, mw5180095, mw5180096, mw5180097, mw5180098, mw5180099, mw5180100.